Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-04660. It was reported the pt was experiencing uncomfortable heating at the ipg pocket site while using the charging sys. The pt reported she was not using the antenna pouch while recharging. A replacement charging sys was sent to the pt. F/u identified the pt had received the replacement charging sys, and had not experienced pocket heating with the new device.

Manufacturer narrative:
Correction 1627487-07262012-001-c. This ipg serial number was included in field advisories and a field correction. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.